Manufacturer narrative:
Per tandem¿s pump user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two cartridges "failed". Review of t:connect pump data confirmed that there was an inaccurate fill estimate. Reportedly, the cartridge was filled with over 300 units. The user cannot remember their blood glucose level.